Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an infection in between her breasts and was unable to use the lifevest. It was not reported what the source of the infection was. The patient reportedly had a wound vac on the affected area and the patient's doctor prescribed bactrin and another medication. Follow-up indicated that the infection had gotten better and that the skin was almost healed.